Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case describes the occurrence of menorrhagia ('heavy and lengthy periods') in a female patient who had essure (batch no. 227621778) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), hypoacusis ("hearing difficulties, hair loss etc. Etc. Abdominal pain, heavy and lengthy periods"), alopecia ("hair loss etc. Etc. Abdominal pain, heavy and lengthy periods"), abdominal pain ("abdominal pain, heavy and lengthy periods") and fatigue ("exhausted"). It was unknown whether any action was taken with essure. At the time of the report, the menorrhagia, hypoacusis, alopecia, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, hypoacusis and menorrhagia to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 07-oct-2020. This spontaneous case describes the occurrence of menorrhagia ('heavy and lengthy periods') in a female patient who had essure (batch no. 227621778-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), hypoacusis ("hearing difficulties, hair loss etc. Etc. Abdominal pain, heavy and lengthy periods"), alopecia ("hair loss etc. Etc. Abdominal pain, heavy and lengthy periods"), abdominal pain ("abdominal pain, heavy and lengthy periods") and fatigue ("exhausted"). It was unknown whether any action was taken with essure. At the time of the report, the menorrhagia, hypoacusis, alopecia, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, fatigue, hypoacusis and menorrhagia to be related to essure. Lot number 227621778 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.